Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen was defective and that it needed to be replaced. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Multiple attempts have been made on 16may2024, 29may2024, 06jun2024, and 21jun2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.